Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
During decontamination of the device, there were holes found on the bottom side of the port. There was no reported patient injury.

Event description:
It was reported that there were alleged holes identified on the bottom side of the port. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one m.r.I. Lp plastic port was returned for evaluation and two photos of the port base were provided for review. This investigation will only consider the reported event of holes in the port base, as multiple complaints were reported for this device. In both the photo review and sample evaluation, it was noted that there were holes in the port base and leaking observed at the site of the holes. The evaluation results also noted multiple scratches on the port body. Based on these findings, the investigation is confirmed for the reported holes in the port base. Based on the evaluation results, the two holes in the port base were consistent with puncture marks from a sharp instrument and multiple access punctures were seen in the port septum. Therefore, it is possible that damage from a needle contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include inappropriate needle length selection and inability to accurately determine port depth. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.